Event description:
Information received from the intreped clinical database. Treatment of four left unruptured ica (internal carotid artery) terminal aneurysms with the first aneurysm measuring 6mm x 4.1mm and the last three aneurysms measuring 2mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011 and had a right side facial drift and droop post procedure. It was reported that the patient's condition resolved on the same day.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Reference (B)(4).

Manufacturer narrative:
(B)(4).